Manufacturer narrative:
It appeared that manufacturing steps were followed, however based on the observed device malfunction, a manufacturing defect appears to be the cause. No injury or complications occurred.

Event description:
The vascade device was selected for closure and inserted into the sheath. It should be noted that the sheath was kinked due to patient's large bodily habitus and the angulation of the arterial access. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The doctor then inserted the key into the lock and retracted the black sleeve. At this point, the doctor did not believe the collagen had been exposed. He then collapsed the disc and removed the entire device. The staff converted to manual compression. Upon removal, it was observed that the distal outer sleeve had separated from the joiner and remained covering the collagen but still on the device. No injury or complications noted. Post procedure the doctor retracted the distal outer sleeve to confirm that the collagen remained on the device, which it had remained on the device.